Event description:
Mother of home patient (hp) reports patient line disconnected from the homechoice set during treatment. Hp stopped treatment at time of 2240 alarm and restarted treatment with new setup. There was no patient injury as a result of incident per rn. Prophylactic 30mg/kg gentamicin (ip) was prescribed to hp.